Manufacturer narrative:
Investigation not yet complete. Upon completion, information will be provided in a supplemental report.

Event description:
The customer reported positive results on a direct tested kitted swab used to sample both nostrils with the ID now covid-19 assay performed (B)(6) 2021. Additional testing with the ID now covid-19 assay and binaxnow covid-19 ag test provided negative results. No confirmation testing information was provided. The customer confirmed there was no death, serious injury, or impact/delay to patient treatment based on the ID now covid-19 assay results. The patient was asymptomatic at the time of testing. No additional patient information was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
Additional/ information: d3, g1. H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1020810 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: 1020810, test base part number 190-430 / lot: 1020810. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020810 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.